Event description:
This was reported as a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to a cardiac ablation procedure. Reportedly, although there was abnormal resistance during step 2, the plunger was depressed completely; however, step 3 could not be completed as the plunger would only retract partially. The foot and lever opened and closed properly, however, the device became stuck. The device was pulled back slightly until the suture could be visualized. It was noted that the needle did not engage properly and was wedged in the device. The suture was then cut manually and the device was withdrawn from the patient anatomy without incurring any vessel damage. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 10f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The retraction problem was confirmed. The failure to cycle was confirmed as a failure to fire. The bent needle shank could have created resistance during retraction of the plunger; however the resistance (activation) was not confirmed. Entrapment of device cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, there was some resistance during step 2 that may indicate either a mechanical issue with the device or an interference issue within the anatomy; however, the return device analysis could not find evidence of a potential quality issue other than the posterior needle shank and tip did not eject. Investigation did not reveal any abnormalities such as excess adhesive, or misalignment, or possible prior damage that would indicate a potential manufacturing issue for the reported difficulties. Therefore, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.